Event description:
Before any surgical tasks had been performed with the da vinci surgical system and while attempting to dock the system to the pt, the system faulted. The da vinci safety systems generated the fault code in response to a differential change in the angular position of one or more robotic joints as measured by a primary and secondary sensor being out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The isi field service engineer evaluated the system and determined that a drivetrain cable had been dislodged. The noted damage can only occur as a result of abusive forces being applied to the da vinci surgical system. These abusive forces do not occur during normal system use and may have resulted prior to surgery when the da vinci surgical system was subjected to a collision (e.g., during movement between hospital rooms).